Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 51mm diameter abdominal aortic aneurysm. The aortic neck was 22mm in length and 24, 23, 26mm in diameter from proximal to distal. It was reported that during the final angiogram the stent graft was down 1cm from lowest renal artery and the aneurysm sac was filling. The physician implanted a cuff to successfully resolve the proximal type I endoleak but because the stent graft came down the distal edge of the bifurcated stent graft covered the right hypogastric artery. Per the physician the patient moved during the procedure and the handle of the bifurcated device slid back pulling the entire device down 1cm. No additional clinical sequelae were reported and the patient is fine.